Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The hospital did not provide the complaint device for evaluation. Without the device we were unable to determine whether there was an actual defect with the cannula. The user instructions that accompany the optiflow junior cannula contains the following statement: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." The user instructions that accompany the rt330 optiflow tubing kit contain the following statements: "patient monitoring is recommended." "Do not cover the circuit with material such as blankets, towels or bed linen." Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported that an opt316 optiflow junior nasal cannula disconnected from the circuit. This went unnoticed as the connection was under a blanket. It was reported that the baby suffered mild asphyxia.